Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and diminished sensing. It was also reported that the implantable pulse generator (ipg) was pacing below the lower rate. It was noted that the patient was experiencing bradycardia. The ra lead remains in use. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was carried out.